Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to stay closed. A field service engineer (fse) shut down the system, reseated the sensor connection, then rebooted and tested the unit. The fse shut down the system again, reseated the row board cables for drawer 2.1, rebooted, tested successfully and resolved the issue. The fse confirmed that the pharmacy recovered without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed to stay closed and was not open during recovery. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.